Event description:
It was reported that, during a bilateral tympanostomy, a tube was used and placed. For the left ear, the specialist felt that the drum was not fully anesthetized, and when tried to deploy the tds, it was unsuccessful. The patient will go to the or to get a tube in the left ear and replace the one in the right ear with a t tube. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).